Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023. The ICD and the lead under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for the ICD and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Analysis of the plexa promri df-1 s dx 65/15: the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were noted 24 cm distal to the is-1 connector pin. Furthermore a slight deformation of the rv shock coil was noted which most likely occurred during the explantation procedure. However, no deviations were noted, which can be considered to be the root cause of the clinical observation. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Analysis of the iforia 7 vr-t dx promri df-1: upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened to inspect the inner assembly. Analysis of the electronic module revealed that an integrated circuit had been damaged. This damage led to an elevated current consumption, which depleted the battery. In conclusion, the lead did not show any anomalies. A damaged integrated circuit on the electronic module was identified, which led to the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023

Event description:
Device could not be interrogated but remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.